Manufacturer narrative:
Additional information: h4: the lot was manufactured between december 16-18, 2022. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 2400 valve sets were leaking. During compounding, lipid injectable emulsion was observed leaking into ports 10/11 (nacl 30% and kcl 15%) and on occasion 15/16 (standard amino acid solutions). These leaks travel upstream slowly towards the container and occur only when lipid injectable emulsion is the ui and compounding all-in-one bags. These issues occurred during compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between december 16-18, 2022. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.